Event description:
Update 12/16/2013 - medical records were obtained. Medical records indicate patient was revised due to pain, wear, discomfort, fluid, tissue reaction, and a somewhat abducted cup. The information received does not change the MDR decision. The complaint was updated on: 01/12/2014.

Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Patient fact sheet form was received which identified part/lot information.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.